Event description:
It was reported that during a da vinci-assisted surgical procedure, there were issues with monopolar energy. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer replaced the green monopolar energy cable with no change. The tse observed error c-38 in logs on the erbe generator. The tse walked the customer through power cycling the erbe, testing both bottom and top monopolar output, and replacing the instrument, but the issue persisted. The tse informed the customer that the issue was isolated to the erbe generator and provided options of swapping to another vision side cart (vsc) on site or using a valleylab force triad generator. The customer ended the call to determine the direction forward. The customer called back at a later time and stated they did not have a force triad generator. Then tse provided the option of swapping the vsc with other system on site. Then tse walked the customer through swapping the vsc. The surgeon proceeded with the case using the other vsc. Isi followed up with the customer and gathered the following information: technical support was called to help resolve the issue. The procedure was completed robotically. The staff moved the robot tower from one or to the other or. The issue was discovered during the procedure. The generator worked at the beginning of the case and intermittently during the beginning of the case until it stopped working all together. There was no injury to the patient. Patient demographics were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu)/erbe to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked.